Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to power on in pacer mode. The device powered on appropriately in monitor and defib modes. Complainant indicated that there was no pt involvement in the reported malfunction.